Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.9, lab: 2.7. Time between tests: 1 hour. Therapeutic range: 2.5-3.5. Patient self tester took relafen the morning of (B)(6) 2013.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available for further action. Trend analysis is not required due to no strip lot information being provided. This issue will be subject to tracking and trending. Corrective action is not required at this time.